Event description:
The consumer reported feeling stimulation after their implantable neurostimulator (ins) had been turned off. It happened twice for a couple of hours and one time lasted 18 hours. The patient reported that their husband checked using the patient programmer and the stimulation was off. It was reviewed that the residual stimulation could last for several hours but 18 hours was unusual. It was recommended to report the issue to their healthcare professional. Relevant medical history includes spinal pain.

Event description:
Additional information received from the consumer reported they ¿had no idea¿ what caused them to feel stimulation when the implant was off, but ¿it hadn¿t happened again.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.